Event description:
Device was inconsistently pipetting samples. The site was concerned because if the sample is pipetted into the ic plate, but not the CT or ng plate, they could potentially generate a false positive result. The reporter thought the malfunction was occurring on one or two samples per run. The facility had a representative from the manufacturer on site when controls were not pipetted. The reporter stated that maintenance was up to date on the instrument. No pt result were reported out.